Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump is not giving a vibration sensation. The customers blood glucose (bg) level was impacted range (250-350 mg/dl) the customer took a bolus to stabilize bg levels. Reportedly, when the pump goes off the customer can hear the vibration motor moving but gets no actual vibration sensation. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives.